Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Unable to verify display anomaly/missing segments due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that insulin pump was exposed to moisture and was working fine for two days. Customer reported that as a result of moisture exposure, display had lines and damaged pixels even after battery change. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.